Event description:
Patient had a caregiver present. The patient's husband was filling a portable lox unit at a lox tank. Something occurred with the tank and/or the portable and lox matter sprayed out, causing a cryo burn on the caregiver.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Unit is quarantined at caire's distributor and is not availble for investigation at caire.